Event description:
A copy of the medwatch report from FDA was received, which states, ¿levophed was hung on a patient through an alaris pump for blood pressure control. Drip was stopped and turned off. Entire pump and all 4 channels were off. Peripheral levophed bag began to free flow into the patient when it was not on. It was still in the channel." The medwatch report indicated that there was a patient death. Bd has learned additional information. It was reported that the event occurred on 03 november 2023 at 1315. The patient was on a levophed infusion (stat order), concentration 8mg/250ml, started at 2 mcg/min, titrated by 2 mcg/min every 3 minutes to maintain the mean arterial pressure (map) of 65 mmhg. Approximately 25 to 50 ml was reportedly infused in over 3 minutes. The customer (rn) does not believe that the device caused or contributed to the death as the patient was requiring levophed on and off frequently during the day. Per report, the primary and secondary causes of death were respiratory, cardiac failure/ischemia. The patient died on (B)(6) 2023 at 1843.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, e2401 - insufficient information. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex e, a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of levophed (norepinephrine) was not observed in a review of the logs or replicated during testing of the suspect pump module. The root cause of the reported over infusion of levophed (norepinephrine) was not able to be identified during the investigation. The suspect device and returned administration set were laboratory tested and found with no anomalies that would contribute to the reported over infusion complaint. Laboratory testing found the suspect pump module delivering fluid as programmed and within specification. Testing also consisting of idle door closed state to verify no fluid flowed, was performed. No anomalies were observed with the suspect module and primary administration set. The customer provided an event date of 03 november 2023, and the event time was reported to be at 1315 (1:15 pm). A review of the programmed infusion of levophed (norepinephrine) that occurred on the date and time of the reported complaint was performed. On 03 november 2023 at 1315 (1:15 pm), the suspect pump module s/n (B)(6) was programmed/started a norepinephrine (drug ID 480), 8mg in 250ml, with a dose of 4mcg/min, a rate of 7.5ml/h, and a vtbi of 100ml. Primary volume infused was 0ml. At 1318 (1:18 pm), the module alarmed for air in line, and the infusion was restarted. Primary volume infused was recorded as 0.26ml. At 1319 (1:19 pm), the module was channeled off. Pvi was recorded as 0.36ml. At 1340 (1:40 pm), the module was removed from the system. It could not be determined why the levophed (norepinephrine) infusion programmed to infuse for approximately 13 hours and 20 minutes was terminated after only infusing four (4) minutes for a primary volume infused of 0.36ml. It was reported that at the time of the incident the entire system was turned off. Upon reviewing the device logs, two instances were observed where the system, including all four channels, were powered off. The first power off event occurred on 03 november 2023 at 11:48:13 am, followed by a power on event at 11:48:38 am. The second power off event occurred at 1:56 pm, followed by a power on event at 2:12 pm. The customer also reported that levophed (norepinephrine) infusion was started at 2mcg/min and titrated by 2mcg/min every 3 minutes, a review of the device logs did not observe this to have been programmed for the reported time frame and date. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module and returned administration set did not observe any anomalies that would contribute to the reported complaint. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿levophed was hung on a patient through an alaris pump for blood pressure control. Drip was stopped and turned off. Entire pump and all 4 channels were off. Peripheral levophed bag began to free flow into the patient when it was not on. It was still in the channel." The medwatch report indicated that there was a patient death. After customer follow up, it was reported that the event occurred on 11-3-2023 at 13:15. The customer does not believe that the device caused or contributed to the death. It was believed that the cause of death was from respiratory or cardiac failure. The patient was on a levophed infusion started at 2 mcg/min, titrated by 2 mcg/min every 3 minutes to maintain the mean arteriole blood pressure of 65 mmhg, to be notified if the dose was greater than 20 mcg/min. There was 25 - 50 ml of levophed that had free flowed over 3 minutes.